Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a catheter placement procedure using navarre opti-drain drainage catheter with ultrasound guidance. It was reported that the product and packaging were inspected prior to use. After the procedure, a complete fracture was observed in the drainage catheter connector. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. However, two electronic photos were provided for review. The first photo show's partial view of clinician holding syringe which is connected to drainage catheter hub, crack has been noted on the connector hub. The second photo shows a partial view of the implanted drainage catheter in which complete break was noted on the catheter hub. The broken part was noted to be missing from the catheter hub. Therefore, the investigation is inconclusive for reported fracture and material separation issues as there was no supporting evidence. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a catheter placement procedure using navarre opti drain drainage catheter with ultrasound guidance. It was reported that the product and packaging were inspected prior to use. After the procedure, a complete fracture was observed in the drainage catheter connector. The procedure was completed using another device. There was no reported patient injury.